Event description:
The customer reported that during the treatment, several alarms occurred. These alarms disrupted the treatment (pumps stopped) which contributed to the patient's degraded health. Failure to follow alarm reset procedure resulted in a delay in patient treatment and resulted in patient death.